Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up information was provided by the biomedical technician who revealed that the circuit board, drain valve, and relay were replaced which resolved the issue. Reportedly, when the circuit board was removed from the unit, a small burn mark was observed on the board. Functional testing performed by the biomed confirmed that the system was operating properly. The unit has been returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
The user facility biomedical technician (biomed) initially reported that the granuflo ii mixer was not draining in rinse and dissolution modes. Follow-up information was provided by the biomed who revealed that the circuit board, drain valve, and relay were replaced which resolved the issue. Reportedly, when the circuit board was removed from the unit, a small burn mark was observed on the board. Functional testing performed by the biomed confirmed that the system was operating properly. The unit has been returned to service at the user facility without issue. There were no patient adverse effects experienced as a result of this event, and no treatment was impacted.